Event description:
A US Distributor contacted ZOLL to report that a patient was experiencing service codes.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service codes) was confirmed. The cause for service codes was due to defective belt node to therapy electrode assembly. The root cause for the service codes was the defective BN to TE assembly. There was no adverse event that resulted from the damaged belt.